Event description:
An operator incorrectly loaded signal reagent onto the analyzer. An human chorionic gonadotropin result of 0.00 miu/ml, a negative pregnancy result, was obtained on a pt sample. The laboratory questioned the human chorionic gonadotrophin result and repeated the sample. An human chorionic gonadotropin result of 393.6 miu/ml, a positive pregnancy test, was obtained. The laboratory did not report the initial result; therefore, treatment was not administered or withheld due to the false negative result.